Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the sterile line lengths, (sucker and vent), were incorrect. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, a sample from inventory was evaluated. The customer approved the incorrect specification, and the pack was built according to the approved specification. The specification has been revised to change the length and placement of the lines. Packs returned from the customer and in terumo cardiovascular systems' control will be reworked. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).